Event description:
The clinician went into asses her patient and was planning to weigh the baby and the central venous (cvl) line snapped. She notified the charge nurse and then had another nurse who is a trained on repair of cvl breaks to come and repair it. When restarting fluids the clinician was unable to flush, and when continued to flush, the cvl started to leak at the site of repair. The advanced registered nurse practitioner (arnp) was aware and ordered new intravenous fluids (ivf) for a peripheral line.the arnp with surgeons was notified of issue and she advised to repair again.